Event description:
Patient reported display on infusion device is defective. Patient also believes the infusion device insulin delivery is inaccurate. Blood glucose has elevated to 480 mg/dl. Patient corrects elevated blood glucose with an insulin pen. Patient changes infusion needle every 2-3 days and infusion tubing every 5 days. Target blood glucose is 60-220 mg/dl. The patient did not require assistance from a health care professional or second party to address the issue. No additional information was available. Product was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.